Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Upon removal, cardiac tamponade was noted. Explant method: intravascular, superior technique/tools: direct traction with locking stylet, intravascular counter traction, sheath(s), laser complications: tear to anterior surface of the svc just before the right atrium, procedural cause, no clinical relationship.